Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within a malignant stricture in the common bile duct (cbd) on (B)(6) 2011 as a palliative measure during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement. According to the complainant, on (B)(6) 2011 during the ercp procedure, a wallstent biliary covered endoprostheses was implanted within the cbd. The physician inadvertently placed the stent "too high" within the cbd; therefore, a second stent was implanted "transpapillary into the duodenum" with its distal end overlapping the proximal end of the first stent. On (B)(6) 2011, the patient returned for an ercp procedure. The physician suspected a blockage in the cbd as the patient presented with jaundice. The patient's bilirubin level was reported to be 210 (units not provided) and c-reactive protein (crp) level was at 340 (units not provided). During the procedure, under radiographic visualization, the physician noted that the first stent had migrated and was no longer overlapping the second stent. According to the physician, the stent was not blocked; however, the stent migration had caused the occlusion of the cbd. As a result, a third wallstent biliary covered endoprostheses was implanted over the first two stents. After placement of the third stent, the patient's jaundice resolved as her bilirubin and crp levels were restored. The patient was discharged from the hospital without any further complications. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
The reported issue of stent positioning/placement issue. The reported issue of stent migration. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.